Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two photographs were received for investigation. From the photo, particles of lint were observed. According to the investigation, the possible root cause would be consistent with the cutting blade shifting during the cutting process, so the gauze was pulverized resulted loose contamination. The supplier has taken following corrective actions: fixed the cutting, added a cleaning process to be performed at regular intervals, added increased inspection, adjusted the folding size of this product, using the one-side cutting gauze roll instead of the two-cutting side gauze roll to produce this product. All the actions were implemented after the reported lot. This complaint will be used for trending purpose. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 1/28/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a surgical sponge. The customer reports excess flaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.